Event description:
It was reported that in the morning of (B)(6), head nurse of department met patient in (B)(6). The patient came to the hospital for examination with the leaking part of the catheter detached and missing. Then x-ray was conducted for the location of the catheter and it was found that the detached part of the catheter fell into the body and the front end had entered the pulmonary artery, whilst the tail end was at the superior vena cava. Therefore, it was finally determined that the inside catheter would be removed through the femoral vein. No broken signs and residual sections were found on the catheter by checking catheter connector.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter becoming detached from the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an assembled and detached two-piece connector. Usage residues were evident throughout the sample. The extension tubing markings were partially worn. The catheter terminated at the 42cm depth marking. Tactile inspection of the sample revealed severe tensile weakness between the 39cm and 40cm depth marking. Material necking was evident in the vicinity of the tensile weakness. Microscopic inspection of the proximal end of the catheter revealed regular striations and a glossy texture typical of a sharp instrument cut. Following disassembly of the two-piece connector revealed that the catheter had become detached from the connector, and had not been broken/cut. The connector components appeared well-formed and free of damage or defects. The tensile weakness suggested that the connector and catheter were pulled apart. The presence of usage residues and depth marking wear indicated that the catheter was in use when this occurred. The catheter may not have been fully advanced on the connector stent during device assembly, which would have contributed to the observed separation. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. The product IFU also provides instructions for the proper assembly of the catheter/connector system.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyg2402 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.